Event description:
The pt called interpore on june 23,1997 to report that a pro osteon implant, which had been used to backfill the iliac crest, was removed by dr. The pt alleges that the initial surgeon who placed the implant, another dr, cut a nerve during surgery and injected her with steriods to "cover it up." She believes that the steroids are causing her bone and ligaments to decay, and have also caused osteoporosis. The pt requested interpore's help in proving that steroids should not be used with the product, and assistance is suing the second dr. First dr. Was contacted and reported that he scheduled surgery for the pt to remove the wire fixation and excess scar tissue in order to relieve pain. No infection was present. First dr. Reported that initially he did not know that an implant had been placed because it did not show up on x-ray. He also did not have pt's medical records from previous surgeries. First dr. Reported that he elected to remove the graft material because it caused a "pseudobursa" (capsule like formation). Co informed the first dr. That pro osteon is radiopaque, but he insisted that it was not visible on x-ray. For this reason interpore was unable to confirm that pro osteon had been used until co was able to contact the primary surgeon. Interpore spoke with the second dr. On august 28 after several attempts were made. Second dr. Confirmed that pro osteon was placed on june 6, 1994. The dr reported that the pt returned to work prior to the his orders following an initial procedure that involved harvesting bone from the pt's iliac crest. The pt fractured her pelvis at the harvest site therefore in a second procedure the dr filled the void in the iliac crest with a pro osteon block. No other graft material was used. X-rays taken on june 21, july 12 and august 23, 1994 showed that the graft was clearly visible and properly positioned, and that the pt was making good progress. The pt's legal case against the second dr. Was dismissed "with prejudice", that is the pt cannot refile her case against him. The second dr. Further stated that he would use the product in the future to treat his pts as he judges necessary. The pt is currently still under the care of the first dr. Who reported that the pt is presently doing well.